Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the patient performance problem reported. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the lp of incus. This is a final report.

Event description:
The user has been satisfactorily using the implant for the last five years . In 2016 there was deterioration of sound in the lower frequencies when the device was being stimulated directly. The user had benefit in the mid frequencies but none in the low frequencies and reported the device was 'quiet'. During testing in 2018 the user reported that he has been using bilaterally hearing aids during the day as he was no longer hearing well with the device. The audio processor was exchanged to a samba in (B)(6) 2018. The device has been explanted on (B)(6) 2020. According to the explantation report the old coupler had slipped out of position so a new short process coupler was used.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been satisfactorily using the implant for the last five years . In 2016 there was deterioration of sound in the lower frequencies when the device was being stimulated directly. The user had benefit in the mid frequencies but none in the low frequencies and reported the device was 'quiet'. During testing in 2018 the user reported that he has been using bilaterally hearing aids during the day as he was no longer hearing well with the device. The audio processor was exchanged to a samba in (B)(6) 2018. The surgeon plans to explant the device and re-implant with a new device to improve the sound quality but no date for the surgery has been confirmed and this will likely take place in 2020.